Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed for entrapment of the device requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was an a2/p2 flail and the chordae was dense. When the clip was advanced it was immediately stuck entering into the ventricle. The leaflets and flail were caught in and wrapped around the grippers. Troubleshooting was attempted, however was unsuccessful. The clip had to be deployed at the lateral side of a2/p2. There was a good grasp and the clip was stable after deployment. A second clip was advanced and the same issue occurred. The clip/grippers were stuck on the leaflet. Troubleshooting was performed. The clip got unstuck and immediately stuck again. Therefore, the clip was deployed, and was stable after deployment. The procedure was completed with the mr reduced to 2-3+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (clip stuck on anatomy) appears to be related to patient morphology/pathology (chordae was dense). The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.